Manufacturer narrative:
Kasai, y., et al. (2025). Unintentional mitral lateral isthmus block during pulmonary vein isolation with a pentaspline pulsed-field ablation catheter. Journal of arrhythmia, 41(6), e70226. Https://doi.org/10.1002/joa3.70226. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: article publication date used as no event date was provided.

Event description:
It was reported via literature that tissue damage and heart block occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a versacross transeptal device, faradrive steerable sheath, farawave catheter, and non-boston scientific mapping software. The transeptal puncture was completed using the versacross radiofrequency guidewire and the faradrive steerable sheath was advanced. Left atrial angiography was performed with a pigtail catheter during right ventricular burst pacing. Pulmonary vein isolation (pvi) was performed under fluoroscopic guidance with eight (8) applications of ablation from the farawave catheter per pulmonary vein for a total of thirty two (32) applications. Pfa applications with the farawae catheter in basket configuration at the left inferior pulmonary vein were delivered slightly anteriorly and proximally than those with the catheter in flower configuration. Post ablation mapping during pacing from the coronary sinus ostium confirmed successful pvi and a complete bidirectional mitral isthmus conduction block. Physicians surmised the naturally short length of the mitral isthmus, 18 to 20mm, may have contributed to the unintentional lesion formation. During a routine follow up examination six (6) months post procedure no recurrence of atrial fibrillation or atrial tachycardia had occurred.

Event description:
It was reported via literature that tissue damage and heart block occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a versacross transeptal device, faradrive steerable sheath, farawave catheter, and non boston scientific mapping software. The transeptal puncture was completed using the versacross radiofrequency guidewire and the faradrive steerable sheath was advanced. Left atrial angiography was performed with a pigtail catheter during right ventricular burst pacing. Pulmonary vein isolation (pvi) was performed under fluoroscopic guidance with eight (8) applications of ablation from the farawave catheter per pulmonary vein for a total of thirty two (32) applications. Pfa applications with the farawae catheter in basket configuration at the left inferior pulmonary vein were delivered slightly anteriorly and proximally than those with the catheter in flower configuration. Post ablation mapping during pacing from the coronary sinus ostium confirmed successful pvi and a complete bidirectional mitral isthmus conduction block. Physicians surmised the naturally short length of the mitral isthmus, 18 to 20mm, may have contributed to the unintentional lesion formation. During a routine follow up examination six (6) months post procedure no recurrence of atrial fibrillation or atrial tachycardia had occurred. It was previously reported that heart block occurred. The allegation of heart block has been withdrawn as itral isthmus line block is not a form of natural heart block.

Manufacturer narrative:
This supplemental report is being submitted with a correction to sections: b5. Describe event or problem. H6. Patient codes. Kasai, y., et al. (2025). Unintentional mitral lateral isthmus block during pulmonary vein isolation with a pentaspline pulsed-field ablation catheter. Journal of arrhythmia, 41(6), e70226. Https://doi.org/10.1002/joa3.70226. This event was reported via a literature article. Therefore, detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. B3. Date of event: article publication date used as no event date was provided.